Event description:
It was reported that during a laparoscopic colon procedure, the device was initiated to fire and after the first stroke, the firing trigger would not release back it stayed stuck. It was stuck on the tissue. They used a different device to go below and fire to remove the device from the tissue. Once removed, there was slight trauma to the tissue. The procedure was completed using a different device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.